Event description:
As reported, device exhibited diminished compression depth and rate after approx 5 minutes of operation.

Manufacturer narrative:
As of 07/28/05, device has not been returned for evaluation. Upon evaluation of unit, follow-up report with evaluation findings will be submitted.